Event description:
It was reported that the user experienced elevated blood glucose after changing infusion supplies the prior evening, paused pump insulin delivery, and administered insulin via multiple daily injections; tubing was disconnected and a fill confirmed drops, and the user planned to change the infusion site when assistance became available. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no reported ketone testing, and no reported need for medical assistance. Investigation included user-led troubleshooting of the infusion set and tubing prime and education to pause or disconnect pump delivery for two hours after an injection. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with potential infusion site or set-related factors not ruled out. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.